Event description:
The customer reported that the system displayed a generator error message when fluoroscopic x-ray was attempted, then shut down uncommanded. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cables and printed circuit boards were reseated, and the ribbon cable was moved which duplicated the issue. The cable on the connector was reseated, however, the connector lock was missing so a new cable was ordered for the customer to install. The system was tested and found to be working as intended and put back into service.